Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported "liquid" and breast pain. The event of "pain in the joints of the hand and arm" are not device related. Later patient reported "a minimum amount of peri-implant fluid", "mild chronic inflammatory process" "severe pain" "asymmetric breasts" "grade I ptosis" "very painful consistency hardened" "left breast, which came with this structure that we're going to send for the biopsy, and it was turned, it was completely turned. It was 180°", "some superficial folds" confirmed via MRI, "fibrous capsule wall with mild chronic inflammatory process associated fibroma", "pain in both breasts, with hardening of the breasts, a deformity", "prosthesis with a hardened capsule containing serous fluid, sent for culture and sent to pathological anatomy". This record is for left side. Device was explanted.